Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with rash, and blisters, under entire patch area. The reaction was treated with a prescription of an oral antihistamine, hitaxa. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.